Event description:
It was reported that the remote transmission from the patient showed no diagnostics have been collected and no longevity was displayed. It was noted that the implant detect feature was still on. The patient would have to be seen in the office and turn the feature off manually. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.